Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument conductor wire was found broken. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire fbf broken inside the yaw pulley: within the bipolar yaw pulley, between the wire crimp on the grip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. Additional observation(s) not reported by site: the instrument was found to have a broken grip cable at the distal end. The complaint regarding the broken conductor wire was confirmed by failure analysis.